Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.

Event description:
Info received indicates if the brake pedal is engaged, the casters will not hold. The casters will ratchet when pushing the unit from side to side.